Event description:
It was reported that pump alarms were not alerting as expected, causing concerns about safety and accuracy. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.